Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for routine in-clinic follow up with loss of capture exhibited by the left ventricular lead. No interventions were reported. The patient was in stable condition.